Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure non-recoverable error 307 was reoccurring at each power cycle. The system logs confirmed error 307 and 75 indicating that the surgeon side console (ssc) 2 touch pad controller (tpc) 2 was not responding. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended powering off and disconnecting console 2 and powering up as a single console system. The system powered on without errors and procedure continued with ssc 1 only. The site was completing the procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found a loose connection on j3 to the surgeon backplane (sbp) from the touch pad. The isi fse reseated connection at j3 and at the touch pad and issue cleared. The isi fse ran through ergonomics 3x and power cycled 5x with no issues. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.